Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from france that during an unspecified surgical procedure, it was discovered that the motor device started to smoke after a few minutes of use. It was reported that the event occurred during use on a patient. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that there was smoke coming out of the burr lock assembly. It was also noted that the device had excessive soap residue, medical debris in the distal bearings which caused the failure. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to corrosion due to insufficient cleaning and improper cleaning methods. If additional information should become available, a supplemental medwatch will be submitted accordingly.